Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received seven inappropriate anti-tachycardia pacing and five inappropriate shocks due to atrial arrhythmia with rapid ventricular rate. At this time, this ICD remains in service and there was no additional adverse patient effects reported.